Manufacturer narrative:
Return requested for suspect passive biopsy needle. This part was discarded by the site and will not be returned to manufacturer for analysis. On 08/11/2016 a medtronic representative, following-up at the site, reported the resident physician selected ¿lock trajectory¿ and proceeded to insert the biopsy needle into the reducing tube. The needle was not being tracked/seen by the camera as it automatically should. Medtronic representative trouble-shooting confirmed appropriate steps were taken, however, issue persisted. The site proceeded to take 3 imaging system spins to verify placement of the needle, without navigation. The site collected specimen and pathology, and confirmed that it was the abnormality they were looking for. On 08/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the biopsy needle was not verified by the navigation system. The surgeon used an imaging system to perform 3 spins, located the region of interest and proceeded. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.